Event description:
Customer reported the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the image processing computer circuit boards. System operates as intended.